Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the provided image notes that it shows multiple messages displayed on the operating room team interface (orti) monitor: ¿arm 2: warning: arm error. If an instrument is inserted, use the mechanical release mechanisms to remove it. If no instrument is in serted, disconnect the arm and reconnect it¿. ¿arm 2: warning: non-recoverable arm error. Follow the specific arm notifications or stop using the arm and disconnect it to continue¿. ¿arm 2: danger: arm error. If an instrument is inserted, use the mechanical release mechanisms to remove it. If no instrument is ins erted, disconnect the arm and reconnect it¿. ¿arm 2: danger: arm error. If an instrument is inserted, use the mechanical release mechanisms to remove it. If no instrument is ins erted, disconnect the arm and reconnect it¿. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the arm cart assembly (aca) experienced a non-recoverable error and became blocked. The aca was rebooted, after which use of the aca continued. There was no injury to the patient.